Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (h10l03032) and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, this incident was determined to be caused by use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) identified in this complaint.

Event description:
This is a spontaneous consumer report with supplemental information from a nurse from (B)(6) of made mistake/touch contamination and peritonitis with (B)(6) in a (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally for peritoneal dialysis. During a call to baxter customer service, the patient reported that "exit site was not closed all the way and a bug possibly got inside, with the site still draining". The patient stated he experienced peritonitis on (B)(6) 2010. Upon follow up with customer service, the patient's nurse reported that in 2010, the patient made mistake/touch contamination. The nurse reported that the patient experienced peritonitis on (B)(6) 2010. Treatment was not reported. The patient was not hospitalized. At the time of reporting, the patient was recovering from the peritonitis. The outcome for touch contamination was not reported. It was not reported what action was taken with dianeal. The nurse reported that the peritonitis was unrelated to the dianeal therapy. The nurse did not provide an opinion of causality for touch contamination. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.